Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the lower abdomen and flanks with cooladvantage and cooladvantage plus applicators and may have developed paradoxical adipose hyperplasia. The first treatment occured approximately one month before the second treatment. The patient first noticed the symptoms approximately fourteen months after the second treatment.

Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00006.